Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, a patient experienced pain, swelling and an unknown amount of broken screws postoperatively. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) /2022, a patient experienced pain, swelling and an unknown amount of broken screws postoperatively. The device has not been returned for evaluation as it currently remains implanted in the patient with no plans to revise currently scheduled. The device history records for all devices intended to be implanted were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. A number of factors could have contributed to screw breakage and although the most likely cause cannot be determined based on the available information, the device was likely subjected to excessive bending stresses which resulted in its breakage. Although there has been no impact or injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. The company will supplement the MDR as necessary and appropriate.